Manufacturer narrative:
The complainant indicated that the guide wire will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that while trying to insert a PICC line, guide wire damage occurred. During the initial attempt to insert the zipwire guide wire into the catheter, resistance was met; therefore, the physician withdrew the guide wire. The physician attempted to insert the guide wire again, against resistance; however, the tip became "frayed or separated." The procedure was completed with another manufacturer's guide wire. No patient injuries or complications have been reported. Patient status is listed as "fine." Additional information has been requested regarding this event.